Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two individual patient samples and a troponin-free fluid processed on a vitros eciq immunodiagnostic system. Patient 1 vitros tropi es = 6.03 and 1.39 ng/ml vs. Expected < 0.012 ng/ml. Patient 2 vitros tropi es = 0.184 ng/ml vs. Expected < 0.012 ng/ml. Troponin-free sample = 0.077 ng/ml vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory as the customer¿s protocol is to repeat all samples with a critical tropi es value. There was no allegation of patient harm as a result of the event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two individual patient samples and a troponin-free fluid processed on a vitros eciq immunodiagnostics system. A definitive assignable cause could not be determined regarding the two higher than expected patient sample results. Based on information available, a reagent or an instrument issue cannot be ruled out as contributing factors. However, for the troponin-free sample, an instrument issue is most likely the assignable cause. Acceptable performance was observed once several maintenance and service activities were completed. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor.